Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that a cartridge alarm occurred during insulin delivery and occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Alarm 30 was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.